Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e balloon dilatation catheter was used during a procedure on a male patient four days later (patient age and weight unknown). According to the complainant, during the procedure, the balloon was inflated to 12mm and 13.5mm with out any issues. The device was inflated to 15mm for 30 seconds and then burst inside of the patient. The physician was satisfied with the level of dilation and the procedure was complete at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3900.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.